Event description:
It was reported the device wil not turn on. The device was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the device would not power up. The main pcb (printed circuit board) found out of electrical specification. Upper and lower cases, battery drawer, and side bail covers are broken. Heart block and lead flex cover are contaminated. Two case screws are missing. Display is out of electrical specification (missing segments). Battery contacts are compressed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.